Event description:
A falsely depressed advia centaur total hcg result was obtained for a patient sample. The result was questioned by the physician. The customer repeated the testing and the total hcg result was higher. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the falsely depressed total hcg result.

Manufacturer narrative:
The cause for the falsely depressed result is unknown. The qc and calibration was reviewed and was acceptable. The instrument is performing within specification. No further evaluation of the device is required.